Event description:
It was reported that an ilet user experienced hyperglycemia while ill and taking antibiotics and steroids, with a blood glucose value of 350 mg/dl; the user inquired about a manual insulin injection, and the agent reviewed steps for a manual correction and temporary suspension while noting the device¿s corrective algorithm should reduce glucose. Symptoms included high blood glucose. Outcomes included user education and monitoring without medical intervention or hospitalization. Investigation included customer interview and troubleshooting with use guidance. Investigation of this case revealed no device malfunction was identified and the elevated glucose was consistent with illness and concomitant steroid use. It was concluded that the event was user-reported hyperglycemia with cause not definitively determined and device function within specifications. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.